Event description:
It was reported that the device did not seal. 35 patients underwent a left atrial appendage (laa) closure procedure. Unknown watchman laa closure device & delivery systems (wds) were selected to be used. The procedures were successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Computed tomography at three (3) months and later showed that 19 of the 35 patients had incomplete seals of the laa with the closure device. No leak size was reported, and no intervention or treatment was reported to have occurred. There were no complications that were reported to have occurred.

Manufacturer narrative:
D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided